Event description:
(B)(6), it was reported that the patient had experienced hypoglycemia frequently for the past two weeks. On (B)(6) 2013, the patient's blood glucose level was 19 mg/dl and her mother provided her with dextrose fluid orally and called for an emergency doctor. The patient's blood glucose level was 70 mg/dl when the doctor arrived. The patient switched to her backup infusion device and experienced no further problems. The patient's mother thinks the infusion device was delivering too much insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.